Manufacturer narrative:
R&d reviewed images of the anti-d column from two instruments at the customer site. A 4+ was reported for anti-d with instrument #(B)(4), but a mixed field was reported for anti-d with instrument #(B)(4) (sample was not tested on the two instruments on the same day). Both instruments continued to meet the focus design specification, which requires cv values above 0.24. However, since the cims camera focus is not field adjustable, r&d recommended replacing the cims module on instrument #(B)(4) and then sending the cims module back for further investigation. (B)(4) completed: 07/09/18 20:00: ortho field engineer (fe) arrived on site and performed displacements for the grip and performed a cims calibration and health check. Fe ran all displacements for the grip and the positioning tests for each subsystem. The cims calibration and health check passed. Fe ran range verification and the card cassette move test with no issues. The cims chamber was cleaned and the camera lens was inspected for dust/dirt. Customer ran qc and re-ran the patient sample with the discrepancy. The sample was reported again as a 4+. Customer accepted qc results. Complaint was not resolved, further servicing required. (B)(4) completed: 08/01/18 12:00: fe went on site to continue service on vision (B)(4). A new cims assembly was received and installed. The old cims assembly will be returned to ortho for further investigation. The new cims was tested for proper operation prior to being shipped to account. Fe installed the new cims and updated the vision with the hardware change. Fe ran all adjustments for the cims followed by a calibration and health check. Fe booted the system. Mod 24 was installed to upgrade the system sw to 5.11.2. Fe performed a backup after the upgrade as per the mod. Customer ran qc and accepted results. Repairs have returned this instrument to expected operation. On 08/02/18 customer notified ortho care that after the camera replacement, customer found 100% correlation between their two vision instruments. (B)(4).

Event description:
Customer reported that one sample (ID (B)(6)) from a group b, rh positive patient who was transfused three units of group b, rh negative packed cells approximately one month prior, was tested on vision. Result of the testing of the sample drawn (B)(6) 2018, was 4+ by vision in the anti-d well. Customer could see a small amount of red cells in the bottom of well, but cims image called the reaction 4+ and not mixed field as the customer expected. The customer did not see any agglutination between the two cell populations, but the red cell button is very tiny at the bottom. Vision called it 4+ but customer thinks it should have been mixed field. No harm came to patient. Account reported blood type as group b rh positive.